Event description:
Patient was being treated for laryngeal and tracheal papillomas. The physician ventilated using a closed ventilation system. The papilloma tissue sealed around the bronchoscope sealing the airway and causing a pneumothorax. The patient had a chest tube inserted. Patient is doing well. The laser fiber was used or 10-15 seconds during the surgery. Gas flow from the fiber is between 2-3 letters per minute. The device performed as designed and there is no indication that the event would not occured if the device was not used.